Manufacturer narrative:
Qn#(B)(4). The device history review for hemolok l clips 6/cart 84/box lot# 73g2100135 investigation did not show issues related to the complaint. The device investigation is pending and the result will be reported in a follow-up report.

Event description:
Reported issue: (B)(6)2023, the clip does not close during usage on the patient. Another clip was used.

Event description:
Reported issue: (B)(6) 2023, the clip does not close during usage on the patient. Another clip was used.

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The reported complaint could not be confirmed by the photo. The customer returned two loose clips and one cartridge with four clips remaining of 544240 hemolok l clips 6/cart 84/box for investigation. The returned sample was visually examined with and without magnification. Evidence of use in the form of biological material and slight scrape marks were observed on the returned cartridge. No other defects or anomalies were observed on the returned cartridge. Biological material and scrapes were observed on both loose clips. The loose clips and three clips remaining in the cartridge were loaded into lab inventory appliers and successfully applied to overstressed surgical tubing without breaking on the first attempt. One clip remaining in the cartridge required three attempts to successfully be applied to overstressed surgical tubing. R & d engineering was consulted for this complaint issue. Per r & d, the root cause of the clip failing to latch on its first attempt could not be conclusively determined. A device history record review was performed and no relevant findings were identified. The IFU for this product states "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint was confirmed based upon the sample received. R & d engineering was consulted and participated in functional testing for this complaint. According to r & d, the root cause of the clip failing to properly latch on the first attempt could not be conclusively determined. A DHR review was performed with no evidence to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature.